Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
The following was reported: flex cover of the scope trumpeted/peeled over itself and the scope was stuck inside the patients urinary tract and the endoscopic procedure had to be changed to an open procedure to remove the scope. Due to the switch to open procedure a report is required.